Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site, resulting in the decision to remove the abutment on (B)(6), 2014. On (B)(6), 2014, the fixture site was accessed and a new abutment was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a procedure on march 12, 2014, to excise the excess skin. On an unreported date prior to the procedure the patient was prescribed an antibiotic (duration not reported). The implanted device remains. This report is filed september 17, 2014.